Manufacturer narrative:
Initial reporter occupation: ir manager. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a (B)(6) year-old female patient underwent a transjugular intrahepatic portosystemic shunt (tips) procedure in which a rosch-uchida transjugular liver access set was used. During the procedure, the straight black catheter separated at the hub. Forceps or kelly clamps were required to reach into the sheath and retrieve the separated catheter "before it could advance into the patient further." No other adverse effects were reported.

Manufacturer narrative:
Summary of event: it was reported a 22-year-old female patient underwent a transjugular intrahepatic portosystemic shunt (tips) procedure in which a rosch-uchida transjugular liver access set was used. During the procedure, the straight black catheter separated at the hub. Forceps or kelly clamps were required to reach into the sheath and retrieve the separated catheter "before it could advance into the patient further." No extra force was exerted outside of the norm to properly gain access and complete the procedure. No other adverse effects were reported. Investigation evaluation: a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures was conducted during the investigation. A visual inspection of the complaint device was also conducted. One used and damaged catheter was returned to cook for investigation. The hub was separated from the catheter. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The product IFU states ¿hold the stiffening cannula in stable position, advance the ptfe catheter and introducer sheath over the blue catheter from the assembly. " the information provided upon review of the dmr, DHR, and investigation of the returned device provides evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure unrelated to manufacturing or design deficiencies contributed to this incident. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been received since the last report was submitted.

Event description:
In additional information received on 03dec2021, it was reported that no extra force was exerted outside of the norm to properly gain access and complete the procedure.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. Upon further review of the complaint event, it was determined this event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury or reportable product malfunction. It was determined that removal of the catheter from the sheath with forceps or kelly clamps before the catheter advanced further into the patient does not constitute medical intervention to preclude permanent impairment or death; no patient harm was reported. Additionally, the MDR guidance document from 08nov2016 section 4.13 states that "if the device malfunctions but the user intervenes before there is any harm to the patient, the event should be reported as a malfunction if the manufacturer concludes that the malfunction is likely to cause or contribute to a death or serious injury if the malfunction recurred". Furthermore, there is no evidence to suggest that the observed device failure would be likely to cause or contribute to a death or a serious injury if the failure were to reoccur. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.